Manufacturer narrative:
The following fields were updated with additional information: d.4. Device material number: 367957; device lot number: 9273514; device expiration date: 2021-03-31, UDI number: (B)(4), d.2. Type of device: jka; common device name: blood specimen collection device, d.1. Device brand name: bd vacutainer® sst¿ ii advance plus blood collection tubes, g.5. 510k number: bk050036, b.5. Event description: it was reported that an bd vacutainer® sst¿ ii advance plus blood collection tubes was underfilled. H.4. Device manufacture date: 2019-09-30.

Event description:
It was reported that an bd vacutainer® sst¿ ii advance plus blood collection tubes was underfilled. The following information was provided by the initial reporter: "when using the serum, tube did not draw enough. Adr# (B)(4)."

Event description:
It was reported that an unspecified bd tube was underfilled. The following information was provided by the initial reporter: "when using the serum, tube did not draw enough. Adr# (B)(4)."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4) unknown manufacturer: (B)(4). Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified bd tube was underfilled. The following information was provided by the initial reporter: "when using the serum, tube did not draw enough. Adr# (B)(4)."